Manufacturer narrative:
(B)(6). (B)(4). Neither product nor applicable imaging studies were made available. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that intra-op, after preparation and trialling of c3-4 disc space, surgeon tried to insert cage 15x12x6 mm by hammering over the inserter, the cage broken. Product came in contact with the patient. No patient complications were reported to this event. No fragments remained in patient.